Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable pump for radicular pain syndrome (radiculopathies) and non-malignant pain. The pump was described as having contained morphine and ¿some type of a muscle relaxer¿. Regarding the dose/concentration of the morphine, it was noted that they couldn't put any more morphine in there, it was at the top of the level. The drug concentrations and dose rates of both pump medications were was unknown. It was reported that while the patient was in the hospital, their pump had apparently run dry. The date (B)(6) 2019 is considered an approximate date of event (specific month and year known only). The patient had experienced a change in therapy. They had put the patient on fenobarb so they would not have withdrawal. The patient was in the hospital for 7 or 8 days. The patient had the pump replaced on (B)(6) 2019. No further patient complications have been reported as a result of this event.